Event description:
It was reported that the customer experienced a blood glucose (bg) level of 466 mg/dl, and hypertension. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however customer indicated no permanent damage was sustained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.